Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that while starting an IV, the extension set required flushing with saline; not sure if the syringe was not tight enough or if there was not a good seal, but it leaked. Leak is reported to be at the connection site of the "blue plastic". No patient harm or medical intervention was reported. Although requested, no further patient or event information was provided.